Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer was dispatched to evaluate the iabp. The fse reported that the customer misunderstood what happens when the bottle is turned off. The cart leaks, and because the cart leaks, after a while it looks like the cart has leaked off 1/4 bottle, but the bottle is closed, so what the customer was seeing as a "cart leak" was actually a slow leak which is within specs. If user waits several hours, 10psi every 5 minutes when user has the bottle off, looks like more of a leak because the bottle is off. The customer told the fse that "the bottle had leaked off 1/4 bottle". When the fse left the bottle with them after the last service performed on the iabp, it was at 1720psi, and when he picked it up this time, it was at 1709psi. It had only lost 11psi and not a 1/4 bottle. The fse reported that when the bottle was turned "off", the static pressure in the line leaked down to make it look like it was at half, giving them the false impression of a leak. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during testing performed by the customer, the docking station of the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement, and there was no adverse event reported.